Event description:
It was reported that the patient is dependent on the device for normal function. It was noted that the right ventricular lead exhibited an increase in impedance and pacing thresholds. The lead was explanted and replaced. The pacemaker was replaced electively. No unusual characteristics were observed on the explanted lead. The patient was stable following the procedure.

Manufacturer narrative:
The reported events of high pacing lead impedance and high capture threshold could not be confirmed. A partial lead was returned in one piece. X-ray and electrical examinations of the lead did not find any indication of conductor fractures or internal shorts. Unable to perform the lead impedance test due to an incomplete returned lead. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.